Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the surgical incision, less than a month after initial implantation. The patient underwent a surgical procedure to have another icm device subsequently implanted. This icm device is expected to be returned for analysis. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was thoroughly inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the surgical incision, less than a month after initial implantation. The patient underwent a surgical procedure to have another icm device subsequently implanted. This icm device is expected to be returned for analysis. No additional adverse patient effects were reported.